Event description:
Complainant was implanted in 2005 with tegress implant material to treat stress urinary incontinence (sui). Four to five days later, complainant experienced incontinence, so physician inserted more tegress dosage and then complainant started passing chunks of tegress implant material through urethra. Since that time, complainant has had additional surgeries to remove hard lumps of tegress material and continue to pass the material thru bladder and is blocking urine stream and awaiting additional surgery to remove more material.